Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device shutting down unexpectedly was confirmed. The vocsn device utilizes an internal battery and two external batteries, as well as an external power source (such as ac power). Both the internal and external batteries charge when the vocsn is plugged into an external source of power. Ventec reviewed the device's electronic records and observed that during the reported shutdown event, the user was utilizing multiple therapies and did not have external batteries installed in either port for significant durations of time. Additionally, there was no external power applied to the system (such as ac power) at the time of the event. As a result, the device did not have additional power sources beyond its internal battery to facilitate the current draw required by both therapies. The vocsn clinical and technical manual (p.22) advises users to "use the internal (non-removable) battery in case of power failure or power transition only." The investigation determined that it's reasonable to conclude that the root cause of the reported issue was user error. Proper device operation was observed through functional and performance testing.

Manufacturer narrative:
The device has not yet been evaluated. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec, that their device would unexpectedly shutdown. There was no patient involvement.